Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that after stimulation was turned back on the patient is still trying to get better results through program adjustments. Patient status is unknown at the time of this report.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced a loss or change of therapy. It was reported that she felt stim but then she stopped feeling stim on (B)(6) 2016 right after she went to the check up at healthcare provider (hcp) office. Patient stated now she gets a poor communication screen. She was able to synchronize and she was at 1.5v but stim was off. Patient was instructed to turn stim back on during the call and she felt stimulation. Patient then reported that she had a sharp pain when she turned from her back to her right side and the hcp said it would stop in time but it hasn¿t. It had been this way from the beginning and they gave her pain medication but it was not going away. Patient stated some day she wet herself 4-5 times but the rest of the day she was fine, so it was intermittent, it was the same day as she stopped feeling it.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.